Manufacturer narrative:
Block d2b: additional pro code: qon block g4: PMA number: p190006 model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al10003017 model/catalog description: tined lead unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) contacted the clinic after noticing a red indicator light on the patient remote. Upon connection to the clinician programmer (cp), all electrodes were found to have open impedances. The patient reported that therapy issues began after experiencing a fall. X rays were ordered by the nurse practitioner (np) for further evaluation. Additional information received indicated that the patient underwent a system revision procedure and was doing well, with improved symptoms and satisfaction with therapy reported. No further patient complications were reported.